Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged front response button, causing it to be non-functional. The rear response button metallic dome was crushed, causing fault. The root cause of the crushed dome was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.